Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons were less responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump did not keep up with the time. Customer stated that the insulin pump had to lag to it and customer declined troubleshooting for it. The insulin pump will not be returned for analysis.